Event description:
It was reported to boston scientific corporation that a vesica sling system was implanted into the patient on (B)(6) 1997. According to the complainant, the patient experienced serious bodily injuries to include pain, erosion and urinary problems. The patient was forced to undergo removal surgeries on (B)(6) 2012 and (B)(6) 2013. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.